Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported issue. Fse found issue not with patient sample, but with the controls. Fse checked for tightness in the connections to sampling unit, and found loose large syringe set screw and tightened the screw and nut. Fse verified the g8 instrument was working as intended. No further action required from field service. A 13 month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 1 - introduction and applications, states that the column is stable until the expiration date printed on the label. Columns are warranted for 2500 injections. Calibration frequency should be based upon qc results and chromatogram quality. Calibration is stable for at least seven days if the system is calibrated and maintained according to the procedures provided in the tosoh automated glycohemoglobin analyzer hlc-723g8 operator's manual. In chapter 1 under interpretation of results, provides guidance on the total area and chromatography. Paragraphs three to five state " results will not be reported if the total area (ta) is <500 which can be seen in severe anemia. Results will not be reported if the ta is >4000 which can be seen in polycythemia. (See "abnormal red cell survival in previous section). The optimal goal for total area is between 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. The chromatogram must be examined for any unidentifiable peaks (i.e., p00, p01,) before the a0 peak. Do not report the result if these peaks exist. When there is a question concerning the chromatography, repeat the sample. If the repeated sample also displays unusual characteristics, it is appropriate to evaluate whether the unusual result is due to an abnormal sample, a procedural error, an instrument malfunction or a sample-handling problem. For further information, see the troubleshooting section in this operator's manual." In addition, chapter 3 assay operations, under detailed peak information, the optimal range for total area is 700 to 3000. In chapter 5 - maintenance procedures provides details on how to check and tighten screws on the sampling unit. Chapter 5, section 5.5 gives detailed instruction on air removal from flow lines. The most probable cause of the reported event was due to loose set screw on large syringe.

Event description:
On (B)(6) 2018, a customer reported getting intermittent missing peaks, raised baseline, and low total areas (<400; optimal range is 700 to 3000) while running quality control (qc) on the g8 instrument. The customer changed the sample needle, also noted they changed the buffers on (B)(6) 2018. Technical support specialist (tss) instructed the customer to check the buffer volumes and to make sure the straws were in the liquid. Customer informed tss that column count (cc) is 1000 (replacement recommended at 2500 injections) and filter count (fc) is 271(replacement period is at 400 injections) therefore change is not necessary since still within acceptable range. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.